Manufacturer narrative:
Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer unintentionally delivered too much insulin. Tandem technical support (cts) advised the customer to address issue based on what was discussed with health care provider; customer acknowledged. Although cts offered to follow up, the customer declined and reported carbohydrates would be consumed. The customer's blood glucose was 200 mg/dl at the time of the report.